Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after taking a long-acting insulin injection and subsequently disconnected from the ilet, performed manual injections, then reconnected, after which elevated glucose was noted and the user questioned insulin delivery; troubleshooting and education were completed. Symptoms included sweating and lethargy. Outcomes included self-treatment with oral carbohydrates and glucose tablets, restoration of glucose to range from a reported low of 41 mg/dl, and approximately two hours of out-of-range glucose without need for outside assistance or medical intervention. Investigation included case review and user coaching on device use after exogenous long-acting insulin. Investigation of this case revealed an unclear cause for the hypoglycemic event with concern for overlapping insulin from the long-acting injection and uncertainty regarding post-reconnection delivery, without evidence of device malfunction identified through support interactions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.